Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout. Low atrial lead impedance and pocket stimulation was reported. The lead was capped and replaced. The patient is recovering.

Manufacturer narrative:
Correction: the event date was (B)(6) 2018, not (B)(6) 2018.